Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink in the distal end of the stylet was confirmed but the cause is unknown. The product returned for evaluation was a 3cg stylet. The stylet was kinked 1.1¿ proximal of the t-lock assembly. The stylet was also kinked 5.7¿, 13.3¿, and 15.3¿ distal of the funnel connector. Kinking was also noticed near the distal end of the stylet, in the magnetic region. The kinks were located 0.3¿ and 0.4¿ from the distal end of the stylet. Microscopic examination of the distal end of the stylet revealed no breaks or fractures within the magnets. The polyimide tubing was compressed between the internal magnets. The epoxy tip was intact and appeared undamaged. The outer diameter of the stylet, both along the core wire and within the magnetic region, met the device specifications. A cross section of the polyimide tubing was taken in a non-damaged section of the wire and the wall thickness was measured. The wall thickness of the polyimide tubing met the device specifications. The exact cause of the kinks in the stylet could not be determined from evaluation of the sample. Possible contributing factors could include advancement/retraction against resistance, stylet kinked during manipulation, and extension of stylet tip past the distal end of the catheter during insertion. A lot history review (lhr) of reew4349 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿stylet wire came out bent at about 1 cm from tip. PICC was placed successfully. I did have to reposition arm in order to get the PICC to advance past the axilla.¿ add info rcvd 02/09/2021: placement info: placed in l brachial was there patient harm reported?: no. (B)(6) 2021- the returned wire is kinked.